Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of device breakage ("essure coil was removed in several fragments") in a 42 year-old female patient who had essure inserted (lot no. C38209) for female sterilisation. The patient had a medical history of obesity, right lower quadrant pain, pelvic pain, parity 1, gravida I and ovarian cyst. On (B)(6) 2015, the patient had essure inserted. Essure was removed on (B)(6) 2019. An unknown time later she experienced device breakage (seriousness criterion intervention required). The patient was treated with surgery (bilateral salpingectomy,diagnostic laparoscopy,removal of essure coil.hysteroscopy.fulguration). At the time of the report, the outcome of the event was unknown. The reporter considered device breakage to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 34 kg/sqm. [Hysterosalpingogram] on (B)(6) 2015: clinical history: post essure coil placement assessment comparison: no prior indication: verification of tubal, status post essure procedure post operative diagnosis: bilateral proximal tubal occlusion by essure devices procedure: hysterosalpingogram technique: scout film is taken that confirms two intact paramedian coils. There is good opacification of the cavity. There is proximal tubal occlusion by the essure devices, which are intact. Procedure well tolerated. Findings: incomplete occlusion of the left fallopian tube. A small amount of contrast extends distal to the left essure coil. Occlusion of the right fallopian tube. Normal contour of the opacified endometria canal. Impression: incomplete left tubal occlusion at this time. Pertinent findings discussed with doctor soon after completion of the study on 09september2015. [Pathology test] on (B)(6) 2019: diagnosis: fallopian tube, excision, bilateral: completely cross sectioned fallopian tubes essure device identified bilaterally clinical history: pelvic pain specimens received: fallopian tube excision, bilateral gross description: freely floating in the container are two unoriented portions of gray metallic coiled hardware which range in length from 6.7 to 3.1 cm and average 0.1 cm in diameter. A scant amount of soft tissue is attached to one of the coils and no inscriptions are grossly noted. Gross findings are consistent with essure coils. [Ultrasound pelvis] on (B)(6) 2015: clinical history: pain findings: multiple contiguous trans axial slices through the abdomen and pelvis were obtained alter the intravenous administration of contrast. Fallopian essure tubes are present. There are bilateral 2 cm ovarian cysts without free fluid. The bladder is normal in contour. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: deviec breakage¿. The most recent follow-up information incorporated above includes data received on: (B)(6) 2023: medical device removal was updated deviec breakage¿reporters,patient information,medical history,lab data,lot no.,non drug treatment added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of device breakage ("essure coil was removed in several fragments") in a 42 year-old female patient who had essure inserted (lot no. C38209) for female sterilisation. The patient had a medical history of obesity, right lower quadrant pain, pelvic pain, parity 1, gravida I and ovarian cyst. On (B)(6) 2015, the patient had essure inserted. Essure was removed on (B)(6) 2019. An unknown time later she experienced device breakage (seriousness criterion intervention required). The patient was treated with surgery (bilateral salpingectomy, diagnostic laparoscopy, removal of essure coil.hysteroscopy.fulguration). At the time of the report, the outcome of the event was unknown. The reporter considered device breakage to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 34 kg/sqm. [Hysterosalpingogram] on (B)(6) 2015: clinical history: post essure coil placement assessment. Comparison: no prior. Indication: verification of tubal, status post essure procedure. Post operative diagnosis: bilateral proximal tubal occlusion by essure devices. Procedure: hysterosalpingogram. Technique: scout film is taken that confirms two intact paramedian coils. There is good opacification of the cavity. There is proximal tubal occlusion by the essure devices, which are intact. Procedure well tolerated. Findings: incomplete occlusion of the left fallopian tube. A small amount of contrast extends distal to the left essure coil. Occlusion of the right fallopian tube. Normal contour of the opacified endometria canal. Impression: incomplete left tubal occlusion at this time. Pertinent findings discussed with doctor soon after completion of the study on (B)(6) 2015. [Pathology test] on (B)(6) 2019: diagnosis: fallopian tube, excision, bilateral: completely cross sectioned fallopian tubes essure device identified bilaterally. Clinical history: pelvic pain. Specimens received: fallopian tube excision, bilateral. Gross description: freely floating in the container are two unoriented portions of gray metallic coiled hardware which range in length from 6.7 to 3.1 cm and average 0.1 cm in diameter. A scant amount of soft tissue is attached to one of the coils and no inscriptions are grossly noted. Gross findings are consistent with essure coils. [Ultrasound pelvis] on (B)(6) 2015: clinical history: pain. Findings: multiple contiguous trans axial slices through the abdomen and pelvis were obtained alter the intravenous administration of contrast. Fallopian essure tubes are present. There are bilateral 2 cm ovarian cysts without free fluid. The bladder is normal in contour. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: deviec breakage. Lot number: c38209. Manufacture date: 2013-03. Expiration date: 2017-03-31. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 05-jan-2024: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 42 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2019, 1565 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (removal surgery). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 10-mar-2023: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 42 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2019, 1565 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (removal surgery). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.